Event description:
The complaint involved a patient who underwent revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2013. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to the patient experiencing laxity (posterior) four months after tka. The surgeon removed and replaced the tibial insert and retaining bolt. The 3x11mm tibial insert was replaced by a 3x16mm tibial insert. There were no issues related to the explanted components noted.

Manufacturer narrative:
Evaluation summary to support. The implant was not returned for examination; therefore, omni could not use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of manufacturing records was performed. All implant lot records were reviewed and there were no deviations reported.